Event description:
Customer reported "these three oximeters were taken out of service by the rt staff for not functioning properly. The units need to be checked prior to being placed on a patient for the safety and liability reasons. When testing the units on myself the spo2 would drop to 85% and alarm. Then immediately jump to 96% within a few seconds. I am not sure what kind of condition the batteries are in considering the units were not in use and not plugged in." No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.